Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Visual inspection revealed no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was found to have dislodged. Additional information from the field indicated that the right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted and was replaced. No additional adverse patient effects were reported. The lead was then returned and analyzed.

Event description:
It was reported that this right ventricular (rv) lead was found to have dislodged. The lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was found to have dislodged. The lead was explanted and was replaced. No additional adverse patient effects were reported. Additional information from the field indicated that the right ventricular (rv) lead exhibited high pacing thresholds. No adverse effects to the patient.